Manufacturer narrative:
The unit passed the displacement, prime, and excessive no delivery test. The unit did not have excessive no delivery alarms. However, the unit had a detached end cap and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report several no delivery alarms. The customer's blood glucose level was 363 mg/dl. During troubleshooting, the customer noticed that there was a gap on one of the seams of the insulin pump case. The customer stated the gap could not be seen, but felt. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.